Event description:
The end user stated that his wheel chair has completely stopped working and he got stuck in the middle of his living room floor. He stated that while it's not been working, he has been confined to his bed he has gotten pressure sores.